Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that was admitted due to general malaise, abdominal pain, and bacteremic septic shock requiring vasopressor support. The patient was treated with IV antibiotics through a peripherally inserted central catheter (PICC) line. The patient was discharged home with continue IV antibiotic regimen. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on (B)(6) 2013 that a (B)(6) male patient was admitted due to general malaise, abdominal pain, and bacteremic septic shock, requiring vasopressor support. A member of the transplant infectious disease (ID) team was consulted who recommended treatment with intravenous (IV) antibiotics through a peripherally inserted central catheter (PICC) line. Patient was treated with antibiotics while hospitalized and will continue treatment at home via PICC. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.